Event description:
Patient called lfs alleging that their meter prompting error 2 and error 5. Patient reported feeling tired, having headaches, and was unsure if the symptoms were due to their diabetes. Patient reported that they had not used the meter for the last month as a result of the error messages and had started using their back up meter. There was no adverse event or serious injury. No medical care was sought from a health care professional. The customer service representative replaced the meter because the error messages could not be resolved after troubleshooting.